Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. As received, the electrode belt failed incoming functionality testing. Upon investigation the cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. This damage is consistent with resuscitation efforts. There is no indication the defective electrode belt caused or contributed to the patient's death. The patient was in asystole, a non treatable rhythm, at the time of death.

Event description:
During servicing of an electrode belt which was returned for investigation into a patient's death, a reportable device malfunction was found. The electrode belt sn (B)(4) failed incoming testing. The device failure did not cause or contribute to the patient's death. The patient was in asystole, a non treatable rhythm, at the time of death.